Event description:
Rptr had back surgery with 2 plates and six screws. Rptr was shocked to learn what was done to him. He didn't know anything about plates until he awoke from surgery. Rptr is permanently disabled.